Event description:
It was reported the pt experienced a loss of therapeutic effect and no stimulation while the stimulation device is on. The stimulation reportedly "just disappears, but does not turn off." Using the pt programmer to "sync" the device will bring the stimulation back. There was no known incident related to the onset of the symptoms. The pt remained at home in good status. The pt was seen later and it was determined the ins was continually turning off. The ins did not appear to have a short. Additional info has been requested, but was not available on the date of this report.